Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unable to verify unresponsive buttons due to cracked lcd glass. However, the keypad traces and keypad connector was inspected and no anomalies noted. Unable to verify prime anomaly due to cracked lcd glass. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer also indicated that the pump was dropped and the display screen is blank. Customer does not recall any significant events leading to the error, but was attempting to prime the tubing. Customer's blood glucose was 332 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.